Event description:
Patient reported dizziness and malaise as a result of not being able to test with the one touch basic meter. Patient was getting "cta" messages on ot meter for two weeks. On the day of the event, patient took daily regimen of 36u of humulin 70/30. Patient "felt worse than usual and felt dizzy and sick" in the afternoon. As a result, patient went to the doctor's office for treatment. The patient's blood glucose was in the 300s mg/dl range on hcp meter. Patient was treated with an unknown dose of insulin. Three days later and following a laboratory test, hcp increased patient's insulin dosage. Patient was reportedly using the wrong battery with the ot meter. No further information has been reported.